Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were harder to pres of insulin pump. The customer's blood glucose value was unknown. The customer stated that the insulin pump had rejected new battery and unexplained no delivery alarms, batteries last 6 days or less, motor was louder. The insulin pump will not be returned for analysis.